Event description:
It was reported that the inclusive tapered implant failed. The patient's bone grade is noted as ii and oral hygiene is fair. The patient presented on (B)(6) 2021 for implant placement on tooth #5. The patient returned on (B)(6) 2022, after the final prosthesis delivery, with complaints of pain. Upon examination the provider noted an infection, granulation/fibrous tissue and abnormal bone loss around the implant. It was determined that the implant lost integration and the device was removed. The patient's symptoms resolved after implant removal. No additional information has been provided.

Manufacturer narrative:
Corrected data: b5, g1, g4, h6. CAPA 23-006, manufacturer reference: (B)(4).

Event description:
Received a piq along with the RMA on (B)(6) 2023 from regarding a new complaint. It was reported that the inclusive tapered implant failed. The bone grade is noted as grade ii and oral hygiene is "fair." The patient has a history of smoking. The patient presented on (B)(6) 2021 for implant placement on tooth #6. The patient returned on (B)(6) 2022 with complaints of pain. Upon exam the provider noted an infection, granulation tissue and bone loss. It was determined that the implant loss integration and the device was removed.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.